Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received. Additional information: 2 devices were not reprocessed or reused.

Event description:
This report summarizes 2 events for the failure: fracture. - 2 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99206. Supplemental rationale, corrected data: b5, h6, h11. 2 previously reported events were included in this follow-up record. Product return status, 2 devices were evaluated based on historical data analysis. Evaluation findings (results/components), 2 devices: fracture problem / tip. Product disposition, 1 device: scrapped by stryker, 1 device: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 2 events for the failure: fracture. - 2 events had no health consequences or impact.